Event description:
It was reported that a spectrum pump did not infuse fentanyl as intended. The user scanned a new bag of fentanyl and five hours later noticed that there was approximately 15-20ml left in the bag. Medication rate, dosage, and concentration was checked. When pump was stopped and it was noted that the medication is still dripping even when the pump is on hold. Pump was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation and tested at multiple flow rates and multiple runs to determine any flow rate issues. An under-infusion issue was not reproduced during testing of the device however an over infusion was identified with an accuracy error of 26.915%. An event history log review found no abnormalities. The evaluator found that the mechanism installed in the pump at the time of manufacture was not the mechanism installed at the time of evaluation. The cause of the condition was determined to be an unauthorized repair, which occurred outside of the manufacturing facility. During manufacturing, the device¿s mechanism, which includes all the associated pumping hardware, is accurately set up to perform within specification. This setup depends on multiple components, including the front case to which the mechanism is attached, the mechanism and all of its components, the door, and the internal processor, which has stored calibration values. Any alterations to the pumping hardware may affect the manufacturing calibrations and in turn, performance of the device. A service history review revealed the device was previously serviced within the last 12 months for a different reported problem. Review of the service record does not indicate that the mechanism was replaced during the prior service and therefore servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.